Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while testing instruments, the screen turned blue while verifying the straight probe. Technical services (ts) advised verifying another instrument and then screen went back to normal. It was noted this was a known software issue. This issue was noted outside of a procedure, and there was no patient involvement.